Event description:
It was reported that the ilet displayed a ¿dosing stops soon¿ alert associated with signal loss from a dexcom g7 continuous glucose monitor (cgm) sensor, and the user elected to replace the sensor after an unsuccessful attempt to toggle and re-pair due to an unavailable pairing code; the new sensor was paired and a warmup was communicated. No adverse clinical symptoms reported. Outcomes included restoration of cgm communication to the ilet following sensor replacement and continuation of automated dosing after warmup. User support included customer service troubleshooting and education regarding cgm signal loss and pairing status. Investigation of this case revealed loss of cgm-to-ilet communication as the precipitating factor for the alert, with resolution achieved through sensor replacement and confirmed pairing. It was concluded, based on previously established findings for similar reports, that the cause was cgm communication interruption unrelated to a pump hardware malfunction.

Manufacturer narrative:
Initial.